Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3 of 3. The hp stated she disconnected prior to the alarm and reconnected after the alarm. The technical service representative (tsr) assisted the hp to clear alarm and advised the hp to call the nurse (rn) regarding the incident and being connected. The tsr reviewed proper procedures per the user manual with the hp. On (B)(6) 2010 product surveillance spoke with the hp regarding this report. The hp stated she spoke with her rn and was placed on prophylactic antibiotics. The hp stated at the time of this report, she did not know that she should not reconnect. There was no patient injury or medical intervention reported. No further information is available.

Event description:
The account stated that the axsym toxoplasmosis igm reagent has generated a false positive result on a pregnant patient sample. The initial result was 3.1 iu/ml. A second sample was drawn from the patient and the igg result was again positive at 2.3 iu/ml. The sample was sent to another lab and the result was borderline. The qc was within range. The elevated igm results could not be confirmed. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient stated she disconnected prior to the alarm and reconnected after the alarm. The batch review was not performed because the lot number was unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.